Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. There was no battery cap returned and all testing was performed with a test battery cap. The pump powered with the test battery cap. The battery cap was able to fully tighten. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power¿ event was not duplicated during investigation. A leak test was performed and passed. The pump case was removed and there was no evidence of moisture inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the keypad rubber was found to be torn at the ¿ok¿ key. All the keys were responsive. The keypad was removed and there was no contamination found under the key contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.